Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient was revised due to an infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g3; g4; g6; h1; h2; h4; h11. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.